Manufacturer narrative:
Device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was cut through the middle but not separated. One haptic had a piece of the end broken off, and the other was bent. During the product evaluation it was confirmed that the physical characteristics of the lens matched a ar40e model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The iol dislocated after the implant and the patient experienced blurry vision for distance and has observed floaters. The symptoms were reported as debilitating. Consequently, the iol was explanted and replaced with an unknown lens. The patient outcome was reported as unknown. There is no further information regarding this event.

Manufacturer narrative:
Section a3b, gender: the customer reported ¿unknown¿, however we entered cisgender woman/girl due to the customer reported the patient¿s sex as ¿female¿. . Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, on (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up was performed to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.